Event description:
Patient reported abtaining a blood glucose result of "hi"(>600 mg/dl), while using the suspect device. Pt indicated that, based on this result, he delivered insulin (amount and type not provided). Patient reported losing consciousness < 1 minute later. Emergency medical services were reportedly summoned on patient's behalf. Patient refused to provide any additional information about the event. Technical support requested the return of the suspect product and replacement product was shipped.